Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the cb-1000 blower mister would not disperse saline at the beginning of the procedure. A replacement device was used to complete the procedure. There were no patient effects. The product was discarded.